Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 33. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.